Event description:
Boston scientific received information that during a device replacement procedure this right atrial (ra) lead was not sensing and exhibited loss of capture when connected to the new device. Pacing inhibition was also noted. A chest x-ray revealed the lead had dislodged. The lead was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.